Manufacturer narrative:
Concomitant medical products: product ID: pscc100, product type: catheter, product ID: 10fcc13, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the patient experienced atrial fibrillation organized into atrial tachycardia after the last point of ablation. Sinus rhythm was restored by external electrical cardioversion. It was also reported that one week post-operatively to the index procedure, there was a recurrence of atrial tachycardia around 120 bpm in the early post-operative period of atrial fibrillation ablation, with alternation between atrial fibrillation, sinus rhythm, and atrial tachycardia. The adverse event was treated with electrical cardioversion. The patient recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.